Manufacturer narrative:
Pt. Info.: information unknown/not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(6). This report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), when the implant was placed in the eye, the lead haptic strongly adhered to the optical part of the lens, so the haptic was pulled off with a metal medical device (hook). At that time, they noticed that the optical part of the lens where the haptic was stuck was dented. Therefore, the lens was cut and removed from the eye to implant a back-up lens of the same model. It was indicated that before the operation and as usual, the device was set with sufficient amount of balanced salt solution (bss). The procedure was completed successfully, and there has been no problems since the operation. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted the "company representative" box in the section "g2" was inadvertently not marked and that the patient's race and ethnicity was inadvertently not entered in the section "a5" of the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino section a5: race: asian section g2: report source: company representative additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: mar 1, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received wrapped in gauze. Visual inspection under magnification revealed that the lens was received cut in half with a detached haptic and lens damage. The lens was cleaned and no further issues were observed. No dent where the haptic was allegedly stuck to the optic body could be identified. The complaint issues "haptic stuck to optic and cosmetic issue" could not be confirmed; therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.